Event description:
Pt believes this device may have been recalled. Six weeks post op was determined by x ray that uncemented tibial component failed to bond to the bond and had subsided into the tibia. Revision surgery on hold. New etq record created in order to update vigilare watch (legacy system) complaint number. Have received add'l product info (ie bearing) see previous complaint record for details (ie tibial tray).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Kp830055.